Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm, charge/battery lasts less than expected anomaly and no prime/fill anomaly during test noted. Motor passed motor test. Device received with cracked battery tube threads. Cracked reservoir tube lip and cracked case display window corner the p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown. Customer stated that the insulin pump no delivery alarms. Customer reported that insulin pump screen has dimmed, bumper pad on bottom of pump fallen off, hairline crack on side housing of reservoir compartment and battery compartment threading loosening. Customer stated that the battery life diminished, fill tubing took longer and had grinding noise. Transmitter was taking longer to charge. The device will not be returned for analysis.